Event description:
The patient was brought to the procedure area and placed in a left side up position on the procedure table. The patient was prepped and draped in the usual sterile fashion. The aspira catheter insertion site and the catheter itself were prepped thoroughly and the distal portion of the aspira catheter was left position beneath the sterile drape. The aspira catheter insertion site and the skin overlying the tunneled portion of the catheter was anesthetized. A straight kelly clamp was then used to bluntly dissected the catheter away from subcutaneous tissue. Then, with a simple forceful pull the aspira catheter was removed from the patient's side. The catheter was inspected and found the cuff was not intact. Palpation of the track was performed and identified the cuff approximately 2cm from the exit site. Additional dissection was performed to reach the cuff through the exit incision. The cuff was not accessible. Md was called to the procedure room and assisted with cuff removal. A 1.5cm incision was made immediately over the cuff using a # 11 blade. Again, careful blunt dissection was performed. The cuff was identified and removed whole. The cuff comes as part of the catheter from the manufacturer and is supposed to come out of the patient intact and part of the catheter.